Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the patient is still on support and the device is currently not available for return. A return kit is readily available and an additional kit is not needed. The patient is currently on support with no known issues or concerns based on conversations with the staff and the physician."

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 43-year-old male patient presenting with cardiomyopathy, scai shock stage c. During routine rounds, the nursing staff reported that the patient was experiencing double vision and was assessed as having a stroke. The patient had a prior history of stroke one year earlier. A pocus exam performed within 30 minutes of symptom identification did not show evidence of thrombus. The patient remained on impella support. The reported stroke is consistent with the patient¿s underlying critical illness and cerebrovascular risk profile and may be influenced by factors such as cardiomyopathy, hemodynamic instability, and a prior history of stroke.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.